Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented for a generator replacement, the defibrillation detected noise episodes showing misappropriate sensing as ventricular fibrillation. The ventricular fibrillation episodes were properly treated. The right ventricular lead was capped and replaced. The patient condition is stable before, during, and after the event.